Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The unit had scratched display window and cracked battery tube threads.

Event description:
The customer reported being hospitalized due to high blood glucose of 568mg/dl. The customer mentioned that he had food poisoning and high blood glucose symptoms. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, and bolus history were correct. Assisted the customer to run a manual prime test and the insulin did exit. The customer stated that he attempted to reconnect to the insulin pump and noticed that his blood glucose was not coming down, instead it was going up. No further information was provided.